Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as directed in the user's guide, which instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A system alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Treatment was discontinued without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. Hgb pre event was 11.4 g/dl and 10.1 g/dl post event. Standard epogen dosing was increased on (B)(6) 2011, at 12 days post event from 5,000 units per week to 6,000 units per week. No other medical intervention was required.